Manufacturer narrative:
Pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected low battery alarms during testing. The test p-cap locks properly in place in the reservoir compartment noted. Pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked retainer and minor scratches on lcd window. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found failed battery test alarms on the event date of (B)(6), 2021 at 10:01, 10:02, 10:05, 10:06, 10:25, 10:26, 10:27, 10:28, 10:29, and 10:30. The power management graph shows that these alarms were caused by reinserting a low voltage battery 15 times within the time frame of these alarms, meaning these alarms are expected. No power loss alarms or low battery alarms noted. In summary, pump passed required testing. Customer alleged for power loss alarm or low battery alarm was not confirmed. Several failed batt test alarms were noted due to customer reinserting a low voltage battery into the pump meaning this alarm is expected. Additionally, retainer ring damage noted. Pump passed required active current and sleep current measurement test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had replace battery now alert and when battery was replaced alert was not cleared. The insulin pump received battery failed alarm repeatedly after battery change. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated the battery was not previously used. Customer stated the battery cap not loose, cracked or damaged. The insulin pump restarted and rejects battery, retried with 3 batteries but error persists. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.